Event description:
A malfunction alarm labeled as alarm 30 was reported during a pumping session, with no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.